Manufacturer narrative:
(B)(4). A follow -up MDR will be submitted following the plant's evaluation. A clinical evaluation may be included if medical records are received.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient had been hospitalized for peritonitis and was still receiving antibiotic treatment. During follow up, the patient's pd nurse reported the patient's spouse had been helping the patient set up for pd treatment since the patient has alzheimer's and is not capable of doing it himself. The patient's spouse has never been formally trained to perform peritoneal dialysis. The patient was hospitalized with peritonitis on (B)(6) 2016 and discharged from the hospital on (B)(6) 2016. The patient was prescribed the antibiotics cefazolin. The peritoneal dialysis registered nurse attributed the peritonitis to touch contamination and poor aseptic technique. The cycler has not been returned for evaluation. Medical records will be requested.

Manufacturer narrative:
Additional information. The actual device was not returned to the manufacturer for physical evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. The peritoneal dialysis registered nurse attributed the peritonitis to touch contamination and poor aseptic technique. Medical records have been requested but not received.